Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that a lack of vessel recoil was the most likely cause of the access site bleeding. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age and gender presenting with post cardiotomy cardiogenic shock for impella support. The patient developed an access site bleed that prompted a blood transfusion.